Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the transeptal puncture, while using the versacross connect with the was, a growing pericardial effusion was noted once in the left atrium. The procedure was stopped to address the effusion. A pericardiocentesis was performed and about 1,000 cc of blood was removed and given back to the patient gradually. The patient is expected to fully recover.